Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead threshold lead to premature battery depletion on the implantable pulse generator (ipg). The lv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.